Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer opens all pockets simultaneously instead of one at a time. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer (fse) running test software found that mini-drawer 1.3's engine pulled pass the stopping point and replaced the mini-engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.